Event description:
Per the clinic, the patient was explanted due to a cholesteatoma causing migration of the electrode.the patient was explanted in 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Per the clinic, the device is not available for analysis.(B)(4). Device not available for evaluation.